Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Surgeon was performing an ankle fusion. Surgeon put a 13mm titanium washer on a 7.3 m cannulated screw and the washer cracked. Washer is still inside pt, but there was no adverse effect on pt.